Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. Upstream occlusion and downstream occlusion alarms were found in the event history log. Functional testing was unable to duplicate the reported problem; however, the alarm was verify in the ehl. The most probable cause is the dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an upstream occlusion. There was no patient involvement.